Event description:
On (B)(6) 2011, pt reported having issues with his blood glucose level elevating. Pt stated his blood glucose level elevated up to the 300's mg/dl. Pt's normal blood glucose range is 105-150 mg/dl. Pt reported he would take insulin injections to reduce his blood glucose levels. Pt stated his blood glucose level was elevated for 2 days and then he switched to his backup infusion device. Pt reported his blood glucose level returned to normal range immediately while on the backup infusion device. Pt stated he spoke with his clinical trainer and was advised to get the infusion device evaluated. Pt discarded the alleged insulin cartridge and infusion set that was used during the incident. Pt reported he feels the piston rod is damaged and cause his elevated blood glucose level. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.